Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was returned for analysis. The reported hub detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x28 mm xience prox rx stent delivery system (sds) hub was noted to be detached from the shaft during unpacking. The device was not used and there was no patient involvement. A same size xience prox was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.